Event description:
Right total hip replacement on above date with stryker mobile bearing hip including rejuvenate modular femoral stem. Hospitalization (B)(6) 2011 for right buttock cellulitis with high fever, vomiting and rash over right buttock starting at thr incision. Since then pain in right hip of variable degrees, localized redness and swelling along incision. Surgery scheduled (B)(6) 2012 to remove thr was cancelled due to problems with right shoulder (previously replaced 2007 complicated by p acnes infection), antibiotic spacer from 2008 still in place. Treatment plan still undecided at this time. Right hip oa.